Event description:
Reportedly, the surgeon used a different sized staple than normal because the normal size was not available. The lung tissue was stuck between the first part of the jaw, and the jaws didn't open well. The surgeon then used a grasper to tear the lung tissue from the beginning of the jaws which damaged the tissue. Also the staples weren't properly formed and didn't close well enough. The procedure was converted to a thoracotomy and sutures were used to oversew the staple line. Procedure: bullectomy.